Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook (pch) was analyzed and found to have a broken monopolar yaw pulley at the posts. Broken piece(s) were not missing as a result of the breakage. The components surrounding the break did not exhibit damage that would have contributed to the broken yaw pulley.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery hook (pch) instrument broke inside of the patient cavity. A fragment fell into the patient and was retrieved during the same procedure. The plastic component was retrieved, and the patient was okay to continue with the rest of the procedure. Also, a replacement was given to the doctor. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to and nothing unusual was found. The instrument damage was identified at the beginning of the procedure. The fragment was removed and it was confirmed by performing an x-ray. No additional surgical procedure was required to remove the fragments. The procedure was successfully completed with no additional injury to the patient. The patient has not returned to the hospital due to experiencing any post-surgical complications related to a foreign object. The instrument was already sent back. No fragment is being returned. There are no photographic images of the device, or a video recording is available for isi review. No further information is available.